Manufacturer narrative:
Initial.

Event description:
It was reported on (B)(6) 2026 that a user did not perform meal announcements on the ilet, including not swiping deliver for meals, resulting in no logged meal selections over several days and subsequent glycemic variability and with blood glucose readings below 70 mg/dl. Support staff identified the missed meal announcements during troubleshooting and education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-treatment with oral carbohydrates at home without hospitalization. Investigation included review of blood glucose questionnaires and case history, along with user education on proper meal announcement and deliver swiping. Investigation of this case revealed user operation error related to missed meal announcements, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to missed meal announcements and improper use of the deliver function.